Event description:
The customer reported that the multigas unit displayed "calibration" error while in patient use.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at st. Vincent health center reported the gas unit (ag-920ra sn: (B)(6) was receiving a calibration error when they were trying to calibrate it. The etco2 and o2 were reported to be low. The error was reported to occur during the case. Investigation summary: as the reported issue could not be reproduced at nka, the root cause could not be determined. Risk analysis was not conducted as evaluation of the unit at nka did not identify a non-conformance. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H3 device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the multigas unit displayed "calibration" error while in patient use. The customer also reported that the etco2 and o2 reading were low. They replaced the dry line water trap 2 days prior to this event and they allowed the device to warm up for approximately 1 hour before use. They would like to send the unit in for a repair. There was no harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit displayed "calibration" error while in patient use.